Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used during the vaginal cuff closure. The tip of the needle broke off and fell into the patient. An x-ray was used to locate the needle tip at the time of the procedure. This caused the procedure time to be extended by seventy five minutes. In order to resolve the issue and complete the case, a new needle reload was used. The device was also difficult to load and unload. There was no additional patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.